Event description:
Caller reported an issue with insulin gauge displaying an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.